Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Internal inspection revealed burnt components q1 and r3 on the board. This condition of components q1 and r3 can cause the power manager to not charge the batteries. Unit is un-repairable and was scrapped. A replacement was shipped to the customer to address the reported issue. Supplier root cause: in this case is that the sprintpack charger system was used with a load that exceeds the maximum output current that it was designed for. In the case of failed tantalum capacitor c1, the root cause is indeterminate, but the extensive use of tantalum capacitors is a contributing factor.

Event description:
It was reported to carefusion that the customer opened the power manager and found a burnt component on the charging circuit board. The unit would not charge the batteries. It is unknown whether there was any patient involvement associated with this complaint.